Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a coronarography there was air present in the check relief valve of the manifold which results in air being injected into the patient. Patient suffered from air embolism.

Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and microscopically. Clinical simulated use/functional testing was performed. No leaks could be confirmed at any location. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed. Three similar complaints for this lot number were identified.